Event description:
It was reported that a handheld computer would freeze while attempting interrogation as well freezing at the programming screen. The site reported that the battery in the wand was checked along with connections, but the issue prevailed. Furthermore, the issue was resolved after taking the flashcard and reseating it.